Event description:
It was reported that the device had issues with leaking when it was turned on. The event happened during the setting up process. There was unknown patient harm or adverse events reported as a result of the event. Leaking when you turn it on?

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The device is leaking from the main block, due to the block shelf inside the main block being damaged. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.